Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported that there was a loss of therapy and no stimulation. The patient programmer showed stim on. The patient did not feel stimulation; he could turn stimulation up "from 1.4" to "over 9". The reported stimulation change was not related to positional movement. In response to whether there were traumas/falls related to the issue, the patient first reported that he was "moving house furniture, but nothing more than 25 lbs." The patient could increase stimulation, did not feel stimulation. The patient had adaptive stimulation, but it was not verified whether adaptive stimulation settings were on. The patient tried switching to a different group; however, this did not resolve the issue. The report of "no stimulation" was considered a "sudden" change in therapy/symptoms. Additional information received reported that the patient met with his managing healthcare professional and had a CT scan on (B)(6) 2015. The CT results indicated that the leads had moved. The patient was scheduled for another appointment on (B)(6) 2015 to discuss surgery to correct the issue. It was further reported that the patient was forced to move from his home; these circumstances led to the issue of not feeling stimulation. The patient had been moving boxes and things to his new home. On the last day of moving, the patient almost fell down a flight of stairs and twisted his body badly. Additional symptoms associated with the reported issue of not having stimulation included a drastic increase in pain levels and not being able to use the device to "ease up the pain or take the edge off." No outcome was reported for this event; the issue of not feeling stimulation was not resolved as of (B)(6) 2015. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included non-malignant pain.